Event description:
Related manufacturer reference number: 2017865-2021-30386. It was reported that the patient presented remotely via merlin.net. Interrogation of the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed post paced t wave oversensing (pptwos). The patient was asymptomatic. No changes were reported.